Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 6dec2018. The product support engineer (pse) troubleshot the issue with the customer over the phone. Therefore, the issue cannot be verified. The pse recommended swapping the power management (pm) printed circuit board (pcb) to ensure problem is not power distribution. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator had a blank display and no blower at power up. The customer reported that the event occurred during clinical use. There was no patient harm reported. The event date was not specified; estimate used.